Manufacturer narrative:
Tracking #.47937. Device-b. D5,6; h34: info not available, device not returned for analysis.

Event description:
It was reported the device was used the locking/arming mechanism had trouble staying down. A new trocar was opened and during insertion the bowel was punctured. The pt had three previous surgeries and the surgeon had entered via blind puncture and encountered a lot of abrasions. 12/16/97 the device would not arm. The device was not used on the pt. This is the device that is being sent in. Another was opened and surgeon went through the bowel with the device. The surgeon converted the case to an open procedure to repair the hole in the bowel and a general surgeon was called in to do this. This device is not being returned.